Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when checking impedances, the manufacturer's representative (rep) noticed that a short circuit between electrodes 10 and 11 on the patient¿s left lead. The rep and hcp used two testing cables to rule out any issue with the replacement ipg. Patient will follow up with neurologist to see if reprogramming is needed. The issue was resolved at the time of this report. Additional information was received from the manufacturer's representative (rep). It was reported that the ipg replacement was due t o eri. The cause of the short circuit was not determined. The impedance values were listed as 'low' in the program report. It was unknown if the patient's device needed to be reprogrammed. The information was confirmed with the hcp.